Manufacturer narrative:
(B)(4). Barrel cracked. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 302995, batch # unknown. It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Item: (B)(4). Quantity affected: (B)(4) ea serial/lot number: (B)(4). Po: (B)(4). Are any samples available for return? Yes. Reported issue: syringes are cracking during use. Customer disposition request: replacement.